Manufacturer narrative:
(B)(4). (B)(6). (B)(4).

Event description:
According to the reporter, the surgeon feels that the stiffness of staple lines created with reinforcement material is causing an increase in reflux in some of his patients.